Event description:
End user stated that, prior to her joystick being replaced due to the recall, she went outside in her m41srr power chair to get something and her chair stopped and would not move. User stated she was outside in the heat having an anxiety attack and someone that was driving on the street saw her and contacted her sister which lives across the street who came out and pushed her back into her house.